Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-11387.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU), arrhythmias are a potential adverse event associated with aortic valve replacement. Atrial fibrillation is a common pre-existing arrhythmia in patients undergoing valve replacement. It also can be associated with the procedure, or can be a progression of the patient¿s disease at some point in the post-operative period. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, despite ongoing efforts to decrease its occurrence, postoperative atrial fibrillation (poaf) remains a frequent complication of cardiac surgery. Although the etiology of poaf is not completely understood, several mechanisms and risk factors have been identified. Multiple studies have reported the main factors associated with an increased risk of poaf as advanced age, the complexity of the procedure, a history of heart failure, and low ef in addition to a higher euroscore, which is descriptive of the current tavr patient population. A review of the literature involving the study of thousands of patients has found no cases in which the cause of poaf was determined to be related to the device being implanted. As a result, an in depth investigation into these events, beyond documentation of the potential predisposing factors, is of limited value. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Based on the information provided, the cause of the ventricular perforation was most likely manipulation of the guidewire and/or the devices while on the guidewire. The atrial fibrillation and subsequent cerebral artery occlusion were most likely caused by the mechanisms above such as patient factors (advanced age and female gender). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr case, left ventricular perforation and access vessel dissection occurred. Access was obtained from via the left femoral artery via cutdown. Since the vessel was narrow, percutaneous transluminal angioplasty (pta) was performed with a 6mm balloon and a 7mm stent was placed in the left common iliac artery. While positing the valve/balloon assembly at the aortic annulus, blood pressure dropped suddenly. Transesophageal echo indicated cardiac tamponade. Chest was opened and left ventricular perforation by guidewire was found. Hemostasis was achieved and percutaneous cardiopulmonary support (pcps) was initiated. As the protruding wire from the heart was cut, all devices were retracted without deploying a valve. Although hemodynamics were stable, reinsertion of another guidewire or surgical aortic valve replacement were considered high-risk; therefore, a decision was made to monitor the patient in ICU. After withdrawal of esheath, angiography showed a dissection in the left external iliac artery. A balloon was inserted from the contralateral side, and hemostasis was obtained. Then the tavr was aborted. During monitoring in ICU, she developed atrial fibrillation (a-fib) and expired on postoperative day 4. Per medical opinion, the a-fib developed thrombosis and caused the cerebral artery to occlude, which led to the patient's death. As it took some time for the open chest repair and caused decreased perfusion to the brain, the brain might have been damaged at that time. She was advanced age and frail, therefore it was thought to be hard to withstand surgical operation. This patient was an (B)(6) years old woman. Moderate ventricular septal hypertrophy was reported. The minimum luminal diameter measured 4.8mm and severe access vessel calcification was reported. The devices were discarded at the hospital and not returned for evaluation

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).